Event description:
It was reported that during a ureteroscopy procedure for a kidney stones the fiber was opened, and when it was plugged into the laser machine there was noticed the fiber was broken prior to use on patient. A new fiber was opened and continued with the case. The procedure was completed, there were no patient complications.

Event description:
It was reported that during a ureteroscopy procedure for a kidney stones the fiber was opened, and when it was plugged into the laser machine there was noticed the fiber was broken prior to use on patient. A new fiber was opened and continued with the case. The procedure was completed, there were no patient complications.